Event description:
The pt reportedly was treated by their physician for a skin flap infection. In april 2004, the pt reportedly was seen by the implant surgeon for wound evaluation. The surgeon reportedly observed a portion of the lead wire exposed through the incision line. In may 2004, the pt underwent revision surgery to reposition the device. The surgeon found further infection at the implant site. The device remains implanted. The pt has been prescribed antibiotics (prescription name not given) and will be monitored by the surgeon.